Manufacturer narrative:
The complaint device is not being returned, it was discarded at the user facility; which precludes conducting an evaluation. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for these lots of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced some difficulty with the use of the omnispan system. It appears that 2 omnispan fasteners (part # 228141) retention tubing fell off or caused deployment problems; 1 fastener (part # 228140) needle fell off of the inserter (part # 228143) into the joint space. All was removed from the body and the procedure was completed successfully using other same omnispan devices without further issue or harm to the patient. However, the surgery was extended by 1 ½ hours because of these issues. All of the complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2013-00037, 1221934-2013-00038 and 1221934-2013-00040.